Event description:
It was reported that during follow-up, high threshold and a decrease in sensing were observed. Programming changes were made. No adverse consequences were reported. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.